Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a cannula issue with an infusion set. The cannula was crimped. The event occurred on (B)(6) 2024. Patient noticed symptoms within 3 or more hours after insertion. Infusion set was used for 1 day. The insertion of site was the abdomen. Patient experienced high blood glucose level. Blood glucose level was 320 mg/dl at the time of the event. Therefore, patient took correction bolus via pump for the treatment. Patient will replace supplies as necessary and resume insulin. No further information was available.